Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the monopolar curved scissors (mcs) instrument malfunctioned (opening and closing of blades). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have blade damage at the base, mid, and tip of the blade. Both blade edges were indented causing the instrument¿s scissors to not open and close properly/easily. Scissors failed the cutting tests but passed cauterizing tests. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.